Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek otw dilatation catheter noted blood visible in the loosely folded balloon and inflation lumen and contrast on the shaft, consistent with preparation and a rupture while in the patient anatomy. The shaft was bunched sporadically 4.8 cm proximal to the proximal balloon seal, for a length of 2.4 cm. Since this damage was not reported in the incident information, the bunched shaft may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported balloon rupture. A new indeflator filled with water was used in an attempt to inflate the balloon to the rated burst pressure (rbp), when it was observed that fluid was leaking from a longitudinal rupture in the balloon 4 mm proximal to the balloon marker and extending proximally, for an entire length of 8 mm. There were no scratches found. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Scanning electron microscopy (sem) analysis determined the balloon failure may be related to exposure conditions or a materials/processing discrepancy. Numerous partial tears and longitudinal lines were observed on the inner surface and at the rupture edge. This type of failure is consistent with over-inflation of the balloon as it was reported the balloon was inflated to 18 atm. It should be noted the instructions for use states: balloon pressure should not exceed the rated burst pressure (rbp). A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, the reported balloon rupture appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the calcified, totally occluded, mid right coronary artery, the 1.5 x 20 mm mini trek was inflated a third time and it ruptured when inflated to 18 atmosphere (atm). It was noted that the shaft within the balloon was damaged (broken). A second mini trek was used in the procedure with a good result. There was no reported adverse patient effect. Though requested, no additional information was provided.